Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low flow alarms and flow was decreased compared to the patient's past flows. Log files were sent to the manufacturer for review. Flow drop and low flow alarms were confirmed. The hospital performed an angio computed tomography scan which showed a section of the outflow graft with a reduced diameter under the bend relief area. The patient was admitted and evaluated for a high urgency heart transplantation.

Manufacturer narrative:
Section h6 (patient code): correction. Section h6 (device code): correction. Manufacturer's investigation conclusion: the report of a suspected outflow graft obstruction could not be confirmed through this evaluation as no CT scans were provided for review. Additionally, the analysis of the patient¿s submitted log files confirmed the reported low flow alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. The submitted system controller event log file contained data on (B)(6) 2020 from 12:02:15 pm through 1:50:25 pm. The file captured low flow hazard alarms that day. Evaluation of the submitted system controller periodic log file also captured a low flow hazard alarm back on (B)(6) 2020. The pump speed remained above the low speed limit and appeared to function as intended throughout the duration of the log file. Multiple requests for additional information, including CT images, were sent to the account; however, no further information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. The hm3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. The heartmate 3 lvas IFU contains information on preparing the sealed outflow graft and cautions the user not to rotate/twist the graft. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. No further information was provided. The manufacturer is closing the file on this event.